Event description:
It was reported that, "the surgeon was using the universal driver to screw in a cancellous bone screw (40mm) into a trident psl ha cup. In the middle of screwing in the screw the driver tip snapped off. The surgeon was able to retrieve the piece with bone wax. The surgeon then finished screwing in screw with another driver. Surgery was completed with no complications."

Manufacturer narrative:
Investigation in progress. No additional information available at this time.